Event description:
Boston scientific received information that this right atrial (ra) lead tripped the lead safety switch (lss) indicating an out of range impedance measurement. The impedances were the same in both unipolar and bipolar but some noise was noted with isometrics in unipolar. The device was reprogrammed. There were no adverse patient effects reported.

Manufacturer narrative:
All available information indicates the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.